Event description:
It was reported that the lead was explanted due to infection. X-ray showed that the cables had externalized conductors.

Manufacturer narrative:
Analysis shows no evidence of abnormal sterilization cycle. Internal abrasion with externalized conductors were found between 36.7cm to 39.3cm from proximal end. External abrasion was also noted between 40.8cm to 41.1cm from the connector pin.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Device evaluation anticipated, but not yet begun.